Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported she believes the infusion device delivers too little insulin. Since (B)(6) 2011, her blood glucose has been elevated to 300 mg/dl up to "hi" on her blood glucose monitor. She bolused through the infusion device but was unable to lower her readings. She injected insulin via syringe to lower her blood glucose. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.